Manufacturer narrative:
Lead model 399930, lot# v010745, implanted: (B)(4) 2007, explanted: na, extension model 3708240, serial #(B)(4), implanted: (B)(4) 2007, explanted: na, recharger model 37752, serial #(B)(4), programmer model 37742, serial #(B)(4).

Event description:
Additional information. The device went into to overdischarge because the patient gave up on recharging due to: "on and off" issues with the device overheating (the thermometer was being displayed), the inability to charge, and because the nascar season ended (the patient only liked to recharge when he watched nascar races on sunday). The patient received a new recharger due to the 375 error code. The patient also received a new recharge antenna and programmer. Analysis of the recharger revealed the digital board was corroded. Three physician mode recharges were performed, however, the device did not come out of overdischarge. The reporter stated this was the 3rd overdischarge for the device, and the patient was referred for replacement of the device.

Event description:
It was reported that the patient had telemetry issues with an overdischarge condition on their neurostimulator.the external recharger showed the "call your doctor" icon with a error code of 375 (antenna failure). Additional information was requested and a follow-up report will be sent if received.